Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
During the device evaluation, the motor and the e-box were found to be in need of replacement. The device was repaired and returned to the user facility.

Event description:
It was reported that during a procedure the dual trigger rotary was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure the dual trigger rotary was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.